Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) and the consumer reported that the por code had not been resolved. After several calls to the patient's urologist and speaking to the manufacturer again, the patient received a call on (B)(6) 2015. The patient was told they should go to their urologist's office on (B)(6) 2016 to have the device reset. The patient could not even turn it off. Ins measurement indicated that the patient's battery had reached end of service (eos) as of (B)(6) 2016. There was no allegation of early battery depletion and the eos was due to normal battery depletion. The patient had a return of symptoms in (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient saw a power on reset (por) error code on (B)(6) 2015. The patient had not been around large emi field or equipment in a hospital. There were no recent medical tests or emi environmental exposure. No symptoms were reported. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.